Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was used on a patient to graft skin and it cut too deep into the patient. There was a surgical delay. The surgery was completed with another device. Due diligence is in process, no further information is available. There was no adverse event associated with this malfunction.

Event description:
It was reported that during surgery, the unit was used on a patient to graft skin and it cut too deep into the patient/gouged patient. There was a surgical delay of unknown duration. There was no information available on whether medical intervention/additional surgery or sutures were required. There was no information available on whether the harvested graft was damaged, usable, discarded, or if an additional unplanned skin graft was required to complete the procedure. The surgery was completed with another device. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the device was cutting too deep; the control bar was loose and out of position. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.